Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular lead was placed and excess lead was wound around the pacemaker. Fluoroscopy was performed which noted the right ventricular lead's helix had retracted. The lead was attempted to be removed however, the pacemaker's set screw was unable to be loosened. The device and right ventricular lead were removed and replaced. The patient was stable.

Manufacturer narrative:
Report source should not have indicated "study".

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.